Manufacturer narrative:
The loss of communication reported in the field was verified in the laboratory and was due to low battery voltage. With a replacement battery, device function was normal. No high current sources were observed and the power consumption of the device was measured and found to be normal. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the battery depletion.

Event description:
It was reported that the device could not be interrogated and was not pacing. Premature battery depletion was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.